Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the telemetry connector on the motherboard was loose. It was also noted that the stylus connector on the main processor unit (mpu) board was loose and the system fan was noisy.

Event description:
It was reported the telemetry connector, inside the wand compartment, that you plug the wand into, has been pulled loose from the motherboard. The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.